Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, reset error test, rewind, basic occlusion test, and displacement test. No alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the manual prime. This issue recurred after changing the battery and reservoir. The blood glucose reading was 160 mg/dl. The drive support cap appeared normal and the customer had not pressed it while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.